Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump looks a little damp and the customer noticed fluid under the display of the insulin pump. Customer's blood glucose reading at the time of the call was 80 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained address and serial number label. Moisture damage was noted on the lcd board. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test.